Event description:
The customer observed that the alinity sample rack, list number 04r52-02 had physical identification label of (B)(4) and when scanned, it read as (B)(4) . The issue occurred on the alinity I processing module, sn (B)(6) . There was no patient involvement and no reported impact to patient management.

Manufacturer narrative:
During product evaluation, an issue was identified on the alinity sample rack (list number 04r52-02) had physical identification label of (B)(4) and when scanned, it read as (B)(4) . Further review of the sample carrier assembly drawing (B)(4) , rev b) identified the specification that the sample rack bcr label should match the human-readable rack label. This specification was compared to the photo provided in the current complaint and it was determined that the sample rack barcode reader (bcr) label did not match the human-readable label on the sample rack per the drawing requirements. The investigation identified and confirmed that the labeling process is a manual process and therefore susceptible to human error. There were no trends identified when reviewing internal data. This issue has the potential to cause incorrect results, however, there have been no occurrences of incorrect results due to this issue. The risk assessment determined a low residual risk; therefore, no optional risk control measures are being pursued at this time. Based on the available information and investigation, a deficiency was identified for the alinity sample rack (list number 04r52-02), as a mismatch was identified between the alinity sample rack and the human-readable label, as it did not meet the specification requirement.